Event description:
Report received from the u.s.a. Stating that the device had experienced noise. The device was not being used during surgery. It is unk if there was any injury or medical intervention that occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).